Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and they found out a reportable malfunction: emergency lamp does not light up due to malfunction of emergency lamp. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the emergency lamp does not light up due to a malfunction of the emergency lamp. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the emergency lamp of the light source, does not light up due to malfunction of the emergency lamp. The issue was found during reprocessing. There were no reports of patient involvement.